Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.0872 inches. No under delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. Confirmed (0.0) units of normal bolus was delivered on ((B)(6) 2025). The electronic assemblies and motor assemblies were inspected and found evidence of moisture damage on pcba 1 and force sensor. The following were noted during visual inspection: battery tube threads cracked, cracked case, scratched case, stained keypad overlay, cracked case (battery tube), cracked case corner of belt clip rails, pillowing keypad overlay, stained serial label. The p-cap/reservoir does lock properly. Pump passed functional testing and no under delivery anomalies noted during testing. Cosmetic damage is confirmed at the unspecified area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced delivery anomaly-possible under delivery. The customer reported blood glucose value of 200 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. Customer reported the following led up to the event: no idea document treatment for high bg: manual injection document type of diabetes: type 1. The event involved product(s) mmt-441aj, mmt-1880, mmt-342. Customer was not using the auto mode/smart guard feature at the time of the event. High bgs/under delivery customer reported high bgs. Customer has been using the insulin pump system within 48hrs of reported high blood glucose event. Bumped/dropped/cosmetic damage customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No further patient complications were reported. No product return is required for mmt-441aj. Mmt-1880 was requested and customer response was the device will be returned. No product return is required for mmt-342.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.